Manufacturer narrative:
(B)(4). Reported event was confirmed with medical records provided. Revision operative notes demonstrate patient was revised due to altr. Large egress of thick brown fluid noted, approximately 1.5l evacuated from the thigh, pseudocapsule identified and removed. Bone loss of 12-14cm from the shoulder of the prosthesis. Corrosion noted on the stem from the cerclage cable rubbing against it. Femoral head removed without difficulty, no corrosion noted at the taper, femoral component left in place. Cup left in place and well-fixed, locking ring replaced. The previous liner had significant wear posterior superiorly, likely contributing to recurrent dislocations. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 ¿ 00279, 0001825034 - 2020 - 00280, 0001825034 - 2019 - 03933, 0001825034 - 2019 - 03932. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient had initial right total hip arthroplasty. Subsequently, the patient¿s head and liner were revised approximately 6 years later due to recurrent dislocations. The patient presented with increasing pain, swelling, difficulty ambulating, and recurrent dislocations after revision. The patient underwent second revision approximately 15 years post first revision, during which altr, pseudocapsule, bone loss, and poly wear was noted. It was also noted that one of the cerclage wires had corroded due to rubbing against the implants. No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device involved in the event is a competitor product, not a zimmer biomet device. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device involved in the event is a competitor product, not a zimmer biomet device. The initial report was forwarded in error and should be voided.